Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that during a cholecystectomy procedure. His olympus high flow insufflation unit began to experience a pressure problem. According to the initial reporter, the actual flowrate was found significantly less than the set value. Reportedly, the user could not effectively establish pneumoperitoneum. The device had to be replaced with another to successfully complete the procedure. The initial reporter went on to confirm, there was no patient harm as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.